Manufacturer narrative:
On (B)(6) 2017 fse arrived at the site to perform repair on the device. He replaced the bent needle and verified alignments to correct issue. No further action required and the issue was determined to be resolved. The probable cause of the event was fault/failure of the sample nozzle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017 the customer reported a bent samply probe with their aia-360. A field service engineer (fse) was dispatched. The reported issue with their aia-360 instrument has the potential for delay in reporting patient result for pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.